Manufacturer narrative:
Evaluation summary: the sample was returned for the investigation: only the shunt was returned and found to be clogged. Therefore, the complaint is confirmed. After the cleaning the lumen was open. There is no indication for manufacturing related factors that could cause the blockage. During production, 100% final inspection is performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. The root cause is inconclusive - unable to verify, since the shunt was implanted for 18 months. The blockage does not seem to be product related since after cleaning the device the blockage was removed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that 18 months following a glaucoma filtration device (gfd) implant procedure, the gfd was found to be clogged requiring the gfd to be removed and the procedure was converted to a trabeculectomy. According to the doctor, the clogging gfd and explantation could have happened considering it's structure. He/she does not think it was a defect derived from the product. Additional information has been requested.